Manufacturer narrative:
Investigation ¿ evaluation. It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter separated from the hub. A replacement device was placed to complete the procedure. The patient reportedly experienced pain due to catheter replacement as a result of this incident. No other adverse events were reported. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, were conducted during the investigation. The complaint device was not returned so a physical examination could not be performed. Since relevant dimensions could not be measured against specification, the device cannot be confirmed to be manufactured out of specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record (DHR) showed one related nonconformance, but all nonconforming product was scrapped and quality control procedures were performed on all devices in the lot. A database search revealed no other complaints under this lot number at the time of this investigation. There is no evidence to suggest there is any nonconforming product in house or out in the field. The instructions for use supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, no returned product and the results of the investigation, it was concluded that a component failure unrelated to design and manufacturing deficiencies contributed to the failure. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information received on 21jan2020 stated that the catheter was used to drain fluid from the patient's gallbladder. The catheter was placed using a stiff amplatz guide wire. After placement and locking of the mac-loc, the operator reported, "immediately recognizing that air was mixed with fluid." Contrast fluid was injected and leaking was noted at the hub of catheter. Another similar device was utilized to complete the procedure successfully. However, it was reported that having to change the catheters caused pain to the patient and required morphine to be given for pain control. No additional procedures were required and no other adverse effects were reported.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. Initial reporter also sent report to FDA: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required the placement of an ultrathane mac-loc locking loop multipurpose drainage catheter for an unknown procedure. The operator reported that the nephrostomy catheter was discovered broken. Additional information regarding the event and patient outcome has been requested but is currently unavailable.